Event description:
It was reported that the patient presented in clinic due to discomfort. Device interrogation revealed failure to capture, and r was amplitude variation, x-ray and echo cardiogram showed cardiac perforation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.